Event description:
Patient was revised to address pain and loosening. Loosening occurred at the cement/implant interface. Cement manufacturer is unknown. Update (B)(6) 2015- x-ray review was completed. X-rays confirmed loosening and indicated osteolytic defects. The insert and patella have now been reported.

Manufacturer narrative:
The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Review of supplied patient x-rays revealed radiolucencies encircling both the femoral and tibial implants of the right knee, indicative of gross loosening. There are large osteolytic defects seen proximal to the femoral stem and distal to the tibial stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).